Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the front six staples appeared misaligned, and there were slight gaps in between the staples. There were signs of biological material on the device. The stapler was received with 33 staples left in the cover block, indicating that at least 2 staples were fired by the customer. Dimensional inspection was performed on the anvil. The inner angle of the hook measured 78.89 which is not within the specification of 568 . The outer angle of the hook measured 94.72 which is within the specification of 905 . A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire resulted in the staple not forming and releasing. Functional testing could not be continued due to the severe misalignment of the staples. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be tilted downward. No other defects or anomalies were observed. The anvil was in the proper orientation. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. The returned stapler revealed that the front six staples appeared misaligned, and there were slight gaps in between the staples. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a, corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".